Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the 1st om. Approximately 4 months later the patient had a gastric ulcer with bleeding; the patient was hospitalized for upper gi bleeding. This was treated with medication and also antiplatelet medication (aspirin and clopidogrel) was withdrawn. The patient was taking dapt within 24 hours of the event. The investigator assessed that the event was not related to the device but was probably related to the anti-platelet medication. The sponsor assessed that the event was possibly related to the device and probably related to the anti-platelet medication. The patient recovered.